Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A device history record review and a service history record review were performed and revealed no issues that could have caused or contributed to the reported event. The reported event of increased intra-peritoneal volume (iipv) was not identified as the swap of the device was never initiated. Therefore, the direct cause of the reported event was undetermined. Should additional relevant information become available, a follow up report will be submitted.

Event description:
It was reported that a high drain alarm occurred during drain one of one on the homechoice (hc). This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The ultrafiltration (uf) equaled 1595ml and the fill volume (fv) equaled 1500ml. The home patient (hp) stated the initial drain alarm (ida) equaled 0ml. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.